Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the pump's alarm sound was not annunciating. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.